Event description:
It was reported that pump displayed malfunction alarm after customer used pump during MRI, and malfunction code 24 with associated fault ID was noted and could not be reset. There was no reported impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup therapy, and technical support arranged replacement pump.